Manufacturer narrative:
Patient ID, age or dob, sex, weight: there are multiple patients all information is provided in the article. PMA/510k: this report is for an unknown liss construct/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is between 2005 to 2015. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate."

Event description:
This report is being filed after the review of the following journal article: tibbo, m.e. Et al. (2021), distal femoral replacement versus orif for severely comminuted distal femur fractures, european journal of orthopaedic surgery & traumatology, vol. Xx, pages 1-6 (USA). The aims of this study were to compare implant survivorship, perioperative factors, and clinical outcomes of distal femoral replacement (dfr) vs. Orif for comminuted distal femur fractures. From 2005 to 2015, 20 patients underwent orif using a locking compression condylar plate (depuy-synthes) for 14 patients and a less invasive stabilization system (liss¿, depuy-synthes) for 2 patients. There were 12 females and 8 males with a mean age of 76 years (range, 5690 years). The mean follow-up was 29 months (range, 485 months). The following complications were reported as follows: 1 patient died with less than 1 year of follow-up. Survivorship free from any revision. 3 patients had nonunion which were treaed with revision orif. Two patients originally treated with a laterally based locked plate were revised to another laterally based-plate with iliac crest bone graft (icbg) and one with autogenous grafting obtained using the reamer-irrigatoraspirator (ria). 2 patients with a symptomatic malunion were converted to dfr. Survivorship free from any reoperation. 1 patient had knee stiffness which was treated with manipulation under anesthesia. 1 patient had an infection which was treated with an irrigation and debridement. 2 patients had delayed union were treated with bone stimulators only, as both were considered too medically ill to undergo revision surgery. Both patients with a delayed union died prior during the follow-up period, one within 5 months of fracture fixation, and one at the 2 years after index surgery. 1 patient had severe soft tissue loss associated with the initial injury which was treated with split-thickness skin grafting two days following orif. 1 patient had varus malunion which was managed conservatively as medical illness prohibited revision surgery. This report is for an unknown synthes locking compression condylar plate and less invasive stabilization system. This report is for one (1) unknown liss plate/screw construct. This is report 2 of 4 for (B)(4).